Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch pb5675, mfg date: 02/26/2019, exp date: 01/31/2024. In addition, a review of the manufacturing record evaluation for the possible batch number pb5675 was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown surgery on an unknown date and suture was used. During the procedure , the suture broke. There were no adverse consequences to the patient. No additional information was provided.